Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the rep stating the information about the patient, and that the drug being used was lioresal intrathecal with a concentration of 2,000 mcg/ml and a dose of 1,000 mcg/day. It was stated that the patient was having incisional issues, so the physician booked incision revision and felt that a ¿piece of the catheter looked kinked or different.¿ the reason for removal of the catheter was reported as ¿other.¿ there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
The catheter was returned, and analysis found damage on the transition tubing. The portion of the transition tubing beneath the strain relief shroud was intact and unaffected by the tearing seen external to the strain relief shroud. No leaking was noted. (B)(4) no longer applies. (B)(4) applies to the catheter. (B)(4) applies to the pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code no longer applies. Conclusion code applies to the catheter.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Additional information received from a manufacturer representative reported they were notified of the revision on thursday (B)(6) 2016. It was noted the healthcare professional (hcp) felt it was more of a revision of the incision, and the patient had previously had some issues with the closure of the pump site. Patient's family did not feel the patient was receiving the full benefit of the therapy. During the revision, a portion of the pump segment looked odd, however there were no leaks noted in the catheter. Hcp replaced that portion with an 8784. Catheter portion will be returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID 8780, implanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative with no patient information given/known. It was reported manufacturer representative (rep) was in the middle of a catheter revision and requested and wanted to confirm the catheter length and volume rep calculated. Confirmed calculated catheter length to be 93.8 centimeters and the volume was 0.206ml. No further information was provided as rep had to return to the revision.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.